Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was debris built up inside the device. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
It was reported that the wire was sticking in the device. It is unknown if there was any patient involvement or adverse consequences associated with this event. The account had no further information.